Event description:
It was reported that the patient was admitted to the hospital with sepsis. The cause of the infection was unknown. The system was explanted and the patient was stable post-procedure.